Manufacturer narrative:
The reported event of low lead impedance was confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal short. Insulation damage was noted at 12.5 cm from the connector pin; consistent with the suture sleeve tie damage. The reported event was isolated to the breach of the inner insulation due to suture sleeve tie forces. All other damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the atrial lead exhibited low impedance. The lead was explanted and blood was observed inside the insulation of the lead at the level of the suture sleeve. A new lead was implanted. The patient was in stable condition before, during, and after the procedure.